Event description:
The device was explanted due to an infection and hematoma of the device pocket. The entire system was explanted and replaced with no adverse consequences to the patient. Further information as not available.

Manufacturer narrative:
The device was returned for analysis and was interrogated normally. In addition, visual inspection indicated no device anomalies. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The cause of the reported event was not confirmed.